Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and had received no delivery alarms. Blood glucose level at the time of the incident was 403 mg/dl. Blood glucose level at the time of the call was over 600 mg/dl. Customer stated tha the no delivery alarms had been resolved by complete set changes. High blood glucose troubleshooting was not completed. The reservoir was not replaced or returned for analysis.